Manufacturer narrative:
Patient identifier, sex, and weight are not available for reporting. This report is for an unknown locking bolt. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with a proximal femoral nail antirotation (pfna) on unknown date. It was determined on unknown date that the pfna broke. Patient was returned to surgery on (B)(6) 2017 for a revision surgery. The distal portion of the pfna and the locking bolt could not be removed and remain embedded in patient¿s bone. Revision surgery caused by the broken nail is addressed in (B)(4). This complaint addresses the embedded distal portion of the nail and the locking bolt. This report is for one (1) unknown locking bolt. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Common device name and device product code. Additional device codes jds, hsb. Device is cleared but not currently sold in us. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation has been completed. A screw implant was received broken at position 17mm, measured from the head. The screw tip of received screw was missing. The returned screw has strong signs of utilization around the screw hexagonal drive and at the break site. It was reported that during surgery there were problems to removing bolt from the nail. As result, we received a broken bolt. In addition to reported device history records (DHR) review, the raw material certificates were checked and it was found that all used raw material fulfilled the specifications. The remaining part of a screw was measured according to the drawing. Relevant dimensions for the complaint condition were identified as the outer thread diameter and the core thread diameter. The relevant dimensions were measured, and were within the specifications. All measurements were taken near the fracture site. Severe damages around the hexagonal drive and at the break point indicate a mechanical influence as the reason of the breakage. Based on this information, this complaint considered confirmed but not valid from the manufacturing point of view since the locking bolt is broken as result of applying too much force to remove the jammed screw from the nail. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 259.440, lot# 2503033. Manufacturing location: bettlach, manufacturing date: jun 22, 2009. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Hospital contact telephone: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.